Manufacturer narrative:
(B)(4). Investigation completed and product evaluated. Returned test strips produced low readings and e-5. Black chemistry observed. The root cause is black chemistry due to improper storage

Event description:
(B)(6) called on behalf of the customer, (B)(6). Customer complains of an e-3 error message. The customer confirms the strip vial was left open for a week. The test strips expire 06/13/2018 and have not been in use for more than 120 days. Customer confirms proper storage of the test strips and that the customer has not remove the strips from the original vial and place them in another container for the ease of carrying them around. A 2nd vial was available to perform a blood test lot ps2368 and the result was 265mg/dl.